Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that a cartridge alarm (alarm 1) occurred. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.